Event description:
On (B)(6) 2013, a patient's father inquired about what to do in the event of vocal cord paralysis. Follow-up with the physician showed that the vocal cord paralysis began the instant after implant. It was not related to stimulation as it had happened before the device was programmed on. System diagnostic results were ok. No interventions were planned. No causal or contributory programming or medication changes preceded the onset of the event. The patient did not have a medical history of this event prior to vns. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.